Event description:
It was reported that this pacemaker system exhibited oversensing of noise on the right atrial channel. The patient was seen in clinic and noise was reproduced during in clinic testing. Oversensing of noise resulted in inappropriate atrial tachy response episodes to be stored. The field representative reported the physician reprogrammed to a bipolar configuration. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.